Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015: device evaluation: the device has been returned and evaluated by product analysis on 08/18/2015 with the following findings: multiple loss of prime warnings eaw 162 observed in the black box with low non zero force. Pump exercised for 24 hrs- loss of prime was not duplicated. Force calibration passed at 194. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.